Event description:
According to the reporter, after a laparoscopic right hemicolectomy was performed with lymphadenectomy up to the mouth of the right colic in the mesenteric region and resection of about twenty centimeter (20cm) of the terminal ileum using the release of pelvic loops technique, mechanical t-l ileotransverse anastomosis was performed to the patient with a tumor on the right colon. There was an anemia associated with coagulopathy occurred, with lower gastrointestinal bleeding, which requires review by colonoscopy and gastroscopy forty eight hours after surgery, without finding a source of bleeding. It was noted that there was a tissue damage. The patient required polytransfusion and a twenty four hours increase in intensive care unit (ICU) stay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.